Event description:
It was reported that the pt did not feel well. The pt's ins was noted to be off and was, then, turned on using the pt programmer. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).